Manufacturer narrative:
Date of report : 17jun2019, date rec'd by MFR : 14jun2019. Multiple attempts were made to obtain repair information that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27april2019. A follow up report will be submitted once the investigation is complete.

Event description:
Caller reports that if the proximal line is occluded that the unit shuts down with a pressure regulation high error code and that intermittently the unit will just shut down with no alarm. There was no patient involvement. Event date not specified: estimate used.